Event description:
Patient was diagnosed with hidradenitis supperativa. Patient reported pain on left under on (B)(6) 2020. On (B)(6) 2020, the patient was physically evaluated, dripping of white liquid from abscess, and blood test were taken.

Manufacturer narrative:
The results of the blood test were normal. The patient was given antibiotics on (B)(6) 2020. In (B)(6) 2020, the patient was not feeling better and was advised to go to the ER. The patient was treated for his abscess and given two different medications. On (B)(6) 2021, patient reported another abscess on his right underarm. The right underarm became worse and the patient went back to the hospital; the on-site doctor stated that his underarms were burned.